Manufacturer narrative:
Clarification to d9-date photo received. Photo analysis. It is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Silicone migration: unable to observe since it is not related to the device. Granuloma: unable to observe since it is not related to the device. No additional observations were carried out.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, silicone migration and granuloma.

Event description:
Patient reported rupture. Healthcare professional later reported silicone migration and granuloma. The device remains implanted. This record relates to right side.

Manufacturer narrative:
Device evaluation: the device is a silicone device. Based on the device analysis grid, the assessments of the complaint are: rupture: observed a broken device on posterior assessed as an unidentified (tear) opening (shell thickness within spec) and missing shell observed on the device assessed as inconclusive. Silicone migration: unable to observe since it is not related to the device. Granuloma: unable to observe since it is not related to the device. Additional observations: no other observations observed on the device.

Event description:
Patient reported rupture. Healthcare professional later reported silicone migration and granuloma. This record relates to right side. Device has been explanted.